Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stimulation. It was reported that the caller and pt said the ins was removed more than a year ago in 2023 because it wasn't working, did not help, was uncomfortable and gave shocks, pt said they woke up screaming in the night and they are glad it is out. The patient was redirected to their healthcare provider to further address the issue.